Event description:
It was reported that am ilet user experienced a blood glucose of 283 mg/dl after eating a slice of pie without announcing the meal and was advised that the pump would deliver correction doses to return glucose to target. Symptoms included hyperglycemia. Outcomes included no emergency care, hospitalization, or device alarms. Investigation included user interview and troubleshooting education on proper meal announcement. Investigation of this case revealed user-initiated missed meal announcement with expected device behavior providing corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.